Event description:
Re: amo complete moistureplus contact lens solution. While at work, noticed considerable redness particularly around the corneal area of both eyes. Redness was accompanied by itchy and watery eyes. Removed contacts as soon as I returned home -cannot see without them-. Have not worn any contacts since. Awaiting upcoming visit to eye dr. Eyes continues to be slightly red and itchy. Three bottles of product in use. In addition to the two above reported lot#'s, the third is lot# abo1167 with an expiration date of 04/08. Until this time, have been using product for yrs with no ill-effects. Used visine eye drops when I returned home to treat the redness. At the time, did not know the cause of severe redness in both eyes. Dose: lens case full. Frequency: daily. Route: unk. Dates of use: 2007. Diagnosis or reason for use: disinfection, storage and cleaning of soft contact.